Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose and pump was exposed to moisture and got switched off. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring=black. Case type=ngp. Customer complained on june 13, 2022 the display went blank after moisture exposure. Complained is experiencing high blood glucose.device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test at 1400 units, force sensor test and displacement test. No blank display noted. Unit successfully downloaded to thus. Device trace download analysis confirmed the device alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. On june 12, 2022 2:00:00 pm. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Were triggered due to moisture damage to the electric board. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and faded serial number label. The p-cap/reservoir does lock properly. No blank display noted during test. Confirmed moisture damage to force sensor, electric board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.